Event description:
Boston scientific received information that during a follow up visit, interrogation revealed three years battery longevity remaining despite being implanted for three years. There was concern that the battery has depleted more rapidly than expected. Battery usage has been within normal limits. The device is programmed dddr 70-130 and the normal and steady impedance measurements. The device is pacing 96% atrial and 10% ventricular. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and the battery status will be closely monitored. When additional information becomes available, this event will be updated.